Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. No notable events occurred prior to the alarm. A new cartridge was successfully loaded resolving the alarm. Additionally, a minimum fill notification occurred after filling the cartridge with 200 units of insulin. Reportedly, a new cartridge was filled and loaded successfully. Customer¿s blood glucose was 182 mg/dl.